Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, arm 3 kept faulting out. Before calling, customer power cycled the system, and fault came back. Technical support engineer (tse) reviewed the logs and found 32100 and 32098 for the arm. Tse walked the customer through a hard power cycle of the patient cart and fault came back at power up. The customer needed all four arms for the case. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported customer reported complaint was confirmed but not replicated. In artemis, the error 32100 was found indicating ac hardware current/voltage monitoring error being reported by the axes controller, motor (acm), confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the acm was inspected, but no faults could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis determined that the acm was consistent with the reported event and is the potential root cause for this issue.